Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that the impedance on the atrial pacing lead was beyond the expected lower range and that there was atrial oversensing. It was noted that at/at (atrial tachycardia/atrial tachycardia) episodes were recorded with apparent oversensing seen on the egms (electrocardiograms). The atrial pace impedance was steady at 470 ohms through week of (B)(4) 2015, then begins to vary and have measurements out of range (<(><<)> 100 ohms) starting (B)(4) 2015.

Event description:
It was reported that the atrial lead exhibited low pacing impedance and noise while pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.